Manufacturer narrative:
Cubby beds made eight (8) attempts to obtain additional information but was unsuccessful in acquiring details relevant to the investigation. The mother provided a photo of the cloth cover partially attached to the canopy bed, with the lock in place to secure the zipper. The zipper appears to have been separated and was no longer zipped. Pack80029 v1.0 tech hub accessory manual includes the following warnings: pg 3 - use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks and safety sheets every 30 days. If any damage is present immediately discontinue use and contact cubby for repair or replacement. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. Periodically examine electronic accessories of this product for damage to the cord, housing or other parts that may result in the risk of fire, electric shock or injury. If the product is damaged, do not use it. Mother eventually requested to return the bed in a follow up complaint. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
The mother reported that her son forcefully removed the tech hub assembly, and subsequently the replaced cloth cover, from the canopy bed and was able to elope. There was no report of injury as a result of the event.